Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair intermittently not driving and shutting down after a short amount of time.